Manufacturer narrative:
Additional device product codes: gfa, gff, hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure that when the surgeon attempted to pass the 1.25mm guide wire, the guide wire broke, and a fragment remains in the patient¿s bone. The cannulated drill bit was reported as not sharp which resulted in the screw not being placed. It is unknown if there was a surgical delay or if the procedure was completed successfully. Patient outcome is unknown. Concomitant devices reported: unknown screw (part number unknown, lot unknown, quantity 1), 1.25mm threaded guide wire 150mm (part number 292.62, lot 19p9665, quantity 1). This report involves one (1) 2.7mm cannulated drill bit/qc 160mm. This is report 2 of 2 for (B)(4).